Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 21-jan-2023 . H6: investigation summary multiple samples were provided to our quality team for investigation. Through visual inspection, damage is observed on twenty four of the provided samples. During the packaging process, injectors are placed by operators in the film pocket of the packaging machine. After placement, sealing of the paper and film takes place where longitudinal and transversal blades create the individual packs. A device history review was performed for lot 2202003 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the same lot were used for additional evaluation. All product was evaluated and no damage or other defects were identified. Product undergoes visual and functional inspections throughout the manufacturing process to ensure the quality and functionality of the device. While we could not identify a direct issue, it was determined this incident occurred during the packaging process due to a jam, causing the blades to cut in the middle of the packaging, damaging the injector as seen on the samples provided.

Event description:
It was reported while using bd phaseal¿ injector luer n35c the injector was damaged. This occurred approximately 50 times. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about a damaged finger grip of injector. According to the customer's report, the white grip was found to be partially cracked with some scratches in one product upon unpacking.

Event description:
It was reported while using bd phaseal¿ injector luer n35c the injector was damaged. This occurred approximately 50 times. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about a damaged finger grip of injector. According to the customer's report, the white grip was found to be partially cracked with some scratches in one product upon unpacking.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.